Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for ICD downgrade to pacemaker; device was at eri. All electrical measurements were normal. When ICD removed from pocket, insulation breach was noted on the rv pace/sense portion with exposed conductors at the lead junction with the header. The lead was capped. There were no adverse events or patient symptoms.